Event description:
The reporter stated the technician did not like the way an aq cartridge-fp loaded into an msi-pm injector, the cartridge felt stiff. A 21.0 diopter aq2003v silicone three piece lens was used. There was no pt contact or injury. The technician used another msi-pm injector and the lens injected ok.

Manufacturer narrative:
(Cartridge felt stiff when loaded into injector). The product pertaining to this complaint was not returned for eval. However, the lens and cartridge were returned and visual inspection of the products found the lens stuck in the cartridge. There was no visible damage to the cartridge. There was evidence of clear surgical residue. Conclusions - based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was ot returned for eval.